Event description:
It was reported that after weight loss, the ipg shifted and patient experienced pain at ipg site. Surgical intervention was undertaken wherein the ipg pocket was revised and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. A scheduled drg ipg revision was reported to abbott. The ipg had shifted and was causing the patient pain. Surgery took place where the ipg was replaced and the pocket was revised. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.